Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by edwards (B)(6) affiliate, during a tf tavr with a 23mm sapien 3 valve in the aortic position, upon pulling back the flex catheter, the delivery system was tangled with a preoperatively implanted stent in subclavian artery. The decision was made to continue tavr procedure. Since the stent seemed to be entangled on the outflow tract side of the valve, the valve dilation was insufficient. After post dilation, it was confirmed that the valve was expanded from the first time and the valve deployment was completed. When removing the delivery system, the stent was caught and difficult to remove. Eventually, the delivery system and sheath were able to be removed. There was stenosis in the part where the stent use to be implanted and a stent was implanted and the tavr procedure was completed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. It was clarified that after post dilation there was no paravalvular and centra leak. Both the delivery system and stent were stored in the sheath and then removed. The device was not returned . The complaints were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined during the evaluation. A review of lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. As reported, "upon pulling back the flex catheter, delivery system was tangled with preoperatively implanted stent in subclavian artery." Additionally, "since the stent seemed to be entangled on the outflow tract side of the valve frame, the valve was under expanded." Furthermore, "when removing the delivery system, the stent was caught and difficult to remove." Additional information from the field stated "the sheath tip located slightly above the aortic valve rather than between the aortic valve and the subclavian artery. The stent entangled from the valve frame to the balloon. It was under expanded since the stent entangled on the valve frame." The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. Without the return of further procedural information or applicable imagery, there is insufficient information to determine a definitive root cause at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A definitive root cause is unable to be determined. Therefore, no corrective and preventative action nor product risk assessment escalation is required at this time.